Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of the bd insulin syringe with the bd ultra-fine¿ needle was broken when the cap was removed. There was no report of serious injury, blood exposure or medical intervention.

Event description:
It was reported that the plunger rod of the bd insulin syringe with the bd ultra-fine¿ needle was broken when the cap was removed. There was no report of serious injury, blood exposure or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 12.7mm, 30g syringe in an open poly bag from lot # 7306959. Customer states that the plunger rod broken when the cap was removed. The returned syringe was examined and exhibited a broken plunger rod. Sample was forwarded to manufacturing (holdrege) on 21nov2018 for further review. On 26nov2018, holdrege received one (1) 0.5ml, 12.7mm, 30g syringe in an opened polybag from batch # 7306959. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was visually inspected and noted no additional damage to any other portion of the syringe, save for the previously identified broken plunger rod. Per the customer, the defect was noted when the syringe cap was removed, however, the syringe cap was not returned with this complaint. No damage was noted by the customer to the syringe cap. Potential root causes include, but may not be limited to: 1) a jam on the metro during assembly; 2) a jaw jam on the ffs (form fill & seal) during packaging. Given the returned sample and lack of additional information regarding the missing component (syringe cap), specificity of operation at which this defect occurred is unable to be determined at this time. A review of the device history record was completed for batch# 7306959. All inspections and challenges were performed per the applicable operations qc specifications. There were eight (8) notifications [200726679, 200726680, 200726719, 200727018, 200726678, 200726717, 200726569, 200726568] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod broken on lot # 7306959. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. H3 other text : see section h.10.